Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead high voltage (hv) lead impedance was found greater than the upper limit. Programming changes were recommended. The patient was stable.